Manufacturer narrative:
A review of manufacturing records found no inconsistencies. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the grasper forceps loosebody pitbull broke into pieces in the patient. There is no confirmation that all pieces of the instrument were recovered from the patient, or what measures were taken to remove said pieces. No information is provided regarding a delay in the procedure or if any injury was sustained by the patient or staff.